Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (250mcg/ml, 55mcg/day) in an implantable pump for an unknown indication for use. On an unknown date, a motor stall occurred with no recovery recorded. The pump was replaced on (B)(6) 2017. There was no known environmental/external/patient factors that may have led or contributed to the issue. Reprogramming was tried with no resolution. The issue was considered ongoing. No symptoms were reported. The status of the patient was stated to be alive and with no injury. The manufacturer representative would receive more information from the hcp by 02-feb-2017.

Event description:
Additional information received from a manufacturer representative indicated the motor stall occurred on (B)(6) 2016. The patient experienced increased pain and spasticity. The pump return was expected. The interrogation session data report from (B)(6) 2017 indicated the motor stall occurred on (B)(6) 2016 at 17:17 (with a stopped pump may exceed tube set occurred on (B)(6) 2016 at 17:17) and recovery on (B)(6) 2016 at 00:16. A second motor stall occurred on (B)(6) 2016 at 15:33 (with stopped pump may exceed tube set message on (B)(6) 2016 at 15:33) and recovery on (B)(6) 2017 at 09:09. The elective replacement indicator (eri) was stated to be 7 months. No further information was provided.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. The catheter access port (cap) was aspirated and found to be patent. The pump tested within specification for dispense accuracy (300 ml/day and 24,000 ul/day). The battery voltage tested within specification. Visual inspection of the hybrid did not identify an anomalies. Visual inspection of the peristaltic pumping mechanism did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. Analysis of the catheter (unknown lot#) found a non-significant indent in the seal that did not affect infusion. Visual inspection identified an indentation the shape of the pump's outlet port inside the cup of the connector. The catheter was returned in segments. It was found to be patent and no leaks were identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.